Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. No breakage of device was observed. The shaft and the handle were not snapped nor separated from each other and the device remained in one piece. Based on the return condition of the device, the reported complaint was not confirmed for the reported failure mode "break- handle breakage"

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro hand piece on working cannula was not secured properly a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro hand piece on working cannula was not secured properly a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro hand piece on working cannula was not secured properly a replacement device was used to complete the procedure. The hospital did not report any patient effects.